Event description:
Pump encountered a cartridge change error. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer followed instructions to resolve the issue, successfully loaded the cartridge onto pump, and received assistance from technical support to enter personal profile settings into the replacement pump.